Event description:
It was reported that the doctor tried to reverse the abutment screw (iunihg) and tighten but screw would not catch. Surgeon on site looked at site and he removed stripped screw.

Manufacturer narrative:
One certain gold-tite hexed screw was returned for inspection. The collar, drive feature, and body are noted to be worn, indicating use. The threads are similarly worn. The product was functionally tested, and the screw was noted to catch with a mating driver, and assemble into a mating restoration as normal. No signs of damage or a stripped drive feature were detected, and because the product functioned as intended the complaint remains unconfirmed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates the screw could not be removed. The screw is reported to be stripped. Complaint is therefore unconfirmed. A singular root cause could not be identified. (B)(4).